Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise was observed on stored egms. The lead was tested fine electrically. The patient was asymptomatic. Lead was capped and replaced on (B)(6) 2016. Patient was doing well and will continue to be monitored.